Manufacturer narrative:
B5: update "this issue was discovered during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event." To "this issue was discovered before patient use. There was no patient involvement." H4: the lot was manufactured between april 07, 2022 and april 08, 2022. H10: the actual samples were not available; however, two photographs of the samples were received for evaluation. Visual inspection of the photographs identified liquid at the bottom of the administration port left wing for one sample and liquid at the bottom of the administration port right wing for the second sample. The reported condition was verified during photo inspection of the actual samples. Additionally, eighty-nine (89) unopened samples were received for evaluation. An unaided visual inspection was performed and no defects could be identified by initial inspection of all samples. Functional testing was performed on eight (8) randomly selected samples using tap water and a leak at the spike port bonding area was observed of four (4) samples. The reported condition was verified on 4 companion samples. The cause could not be determined; however, the most likely cause is due to inadequate or lack of cyclohexanone being applied to the spike port connector during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port. This issue was discovered during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.